Manufacturer narrative:
39 unopened knives, in blisters were received for the report of blunt knives. Samples were visually inspected and samples 1-38 were found to be conforming. Functional penetration testing was then performed, samples 1,11,13-16,19-21,27,30,37 were conforming. Samples 2-10,12,17,18,22,24-26,28,29,31-36,38 were nonconforming. Sample 39 was nonconforming, blade was slightly bent. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples 2-10,12,17,18,22,24-26,28,29,31-36,38 were found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened samples 1,11,13-16,19-21,27,30,37 were found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause could not be determined from the investigation performed. The damage to the returned sample 39 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of blunt knives. Samples 1,11,13-16,19-21,27,30,37 met specifications. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments and the root cause of the nonconforming penetration value of the cutting instruments samples 2-10,12,17,18,22,24-26,28,29,31-36,38. The exact root cause for the damaged knife sample 39 is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that ophthalmic surgical knives were blunt during cataract surgery. The surgery was completed on the same day after replacing with another knives. The patient impact was not reported.